Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - ua45 (not at "home" position after power-on/restart) error message. Customer did not perform troubleshooting in clearing the error message. No patient involvement.

Manufacturer narrative:
The reported complaint of autopulse platform (serial # (B)(4) displaying "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to a defective drivetrain motor as a result of wear and tear. The autopulse platform was manufactured in april 2011 and is 8 years old, well beyond its expected serviceable life of 5 years. Unrelated to the reported complaint, a top cover, front and bottom enclosure and on/off button rubber were damaged on the returned autopulse platform were observed during visual inspection. These types of physical damages on the autopulse platform was likely attributed to wear and tear in which is likely attributed to an aging device. The damaged covers and the on/off button rubber were replaced. During device archive data review, system error 139 (unable to hold compression position) message was observed on the reported event date. Thus, confirming the reported complaint. Initial functional testing of the returned autopulse platform could not be performed due to a "system error, out of service, revert to manual CPR" message. An autopulse vision software was used to clear the error message on the autopulse platform. During re-evaluation of the autopulse platform, user advisory - ua17 (max motor on time exceeded during active operation) displayed on the screen panel. The root cause of ua17 was due to a defective drivetrain motor. To remedy ua17, the defective drivetrain motor was replaced. According to zoll service engineer, the system error 139 (unable to hold compression position) and ua17 error messages were related because of same failure mode identified. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).